Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify insulin pump error alarm due to blank display.

Event description:
The customer reported that the insulin pump had pump error alarm. The customer's blood glucose was unknown. The customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The troubleshooting was performed for the pump error. The customer was advised that the insulin pump will need to be replaced and refer to back up plan. The insulin pump will be returned for analysis.